Manufacturer narrative:
Please see manufacture report number 2032227-2016-00226 for the insulin pump.

Event description:
The customer also mentioned during the call, the sensor was giving inaccurate readings and triggering the threshold suspend feature on the insulin pump, when his blood glucose was. It also caused his blood glucose to go even higher.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 110 mg/dl and blood glucose was 350 mg/dl and that another time her blood glucose was at 600 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer declined to troubleshoot for the high blood glucose and feels that sensor is fine.